Event description:
Clinical study ID is isruro_0072 it was reported that guidewire detachment occurred. The comet ii pressure guidewire was selected for collection of intrarenal pressure data during a procedure/endourological surgery for kidney stone removal. This clinical study was being supported through boston scientific investigator sponsored research program. During the procedure, the pressure guidewire was placed retrograde into the urinary tract with the distal tip inside the kidney to measure the pressure within the kidney. However, the pressure guidewire fractured into two pieces in the urinary system. The single fragment was removed from the patient using a basket device. No patient complications were reported.